Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that three years and two months following the implant of this transcatheter bioprosthetic valve into the patient's native annulus, the valve failed. The mechanism of failure was valve stenosis. High gradients were also present. The patient was scheduled to receive a transcatheter aortic valve (tav)-in-tav implant of a replacement valve 22 days after onset of symptoms. No additional adverse patient effects were reported.